Event description:
Customer's called to report that customer was hospitalized for high bgs. Prior to hospitalization customer was vomiting and had strep throat and dka. As per md cause of hospitalization was the pump. Unable to complete troubleshooting. Customer was instructed to monitor bgs; explained 2 high bg rule and call back for hp test when clamp arrives.